Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the high impedances were observed (>3600 ohms) on electrodes #0, 2, 5, and 6 on one of the lead components on the patient¿s implantable neurostimulator (ins). High impedances (>3600 ohms) were also observed on electrodes #8 and 9 on the other lead component of the system. It was noted that the cause of the issue could not be determined. It was also reported that the patient did not receive optimal therapy (less than 50% therapy relief at the lead location) due to the high impedances. The patient stated that when they used the old program that it would turn on and off and would get intermittent stimulation. The patient was reprogrammed using the electrodes that did not show high impedances and they stated that they felt ¿things like they used to¿ and that it doesn¿t ¿cut in and out¿. The patient status was reported as ¿alive ¿ no injury.¿ if additional information is received, a follow up report will be sent.